Manufacturer narrative:
Conclusion and justification status: the requested information for manufacturing dates is as follows: a review of the manufacturing records for lot number 661514, product code 853572 identified the manufacturing date as june 1999. A review of the manufacturing records for lot number 619864, product code 851881 and lot number 369153, product code 859756 could not be carried out as the records could not be found. Based upon the fact that lot number 661514 was manufactured in june 1999 and the other two lot numbers are sequentially older than this then we can determine that the other two batches were manufactured prior to june 1999. The complaint shall be closed with an undetermined conclusion until further information is received.

Event description:
Pinnacle mom revision. Reason not provided.

Manufacturer narrative:
This complaint is still under investigation.